Manufacturer narrative:
Unk: balloon type. Device remains implanted in the patient. A review of the manufacturing paperwork is being conducted.

Event description:
This is a report involving unintentional covering of a major vessel by a gore excluder aaa aortic extender. The patient was being treated for an infrarenal abdominal aortic aneurysm. Following placement of the trunk ipsilateral and contralateral leg components, a proximal type I endoleak was noted. The physician deployed an aortic extender. In the process of introducing the balloon to seat the extender, and prior to inflation, it was discovered tha the guide wire was betwewen the extender and the wall of the aorta. While withdrawing the balloon, the balloon caught on the extender and displaced it distally blocking flow to the iliacs. The decision was then made to convert the case to an aorto uni-iliac and another manufacturer's converatiohn device, the aortic extender was displaced proximally to the level of the celiac trunk, partially obsturcting flow through the celiac artery. A non-gore stent was placed in the celiac to preserve flow and another aortic extender was placed to seal the proximal type I endoleak. The patient is reproted ot be doing well.